Event description:
A thermodilution swan ganz catheter was to be used for a right heart catheterization on a pt. The swan was inserted in the pt into rv, when the wire was attempted to be inserted through the lumen on the swan, it was not able to be advanced. Several wires 0.25 and one glide wire 0.18 were also attempted but were unsuccessful. The physician attempted another td swan with the same issues, and had to use a monitoring swan instead. Reason for use: non-st elevated with sob.